Event description:
It was reported that the trocar did not seal and leaked air. There was no patient injury. Additional information was requested but no additional information was available.

Manufacturer narrative:
Final device investigation showed that the sleeve duck bill seal was torn. Prior to a device being sent out, the duck bill seal is inspected for tears. A device with a torn sleeve would have been rejected.